Event description:
Customer reported a malfunction alarm with their insulin pump, noted as "malf 1," and indicated that the issue could not be reset. There was no adverse impact to the customer¿s blood glucose level, as it did not exceed 500 mg/dl. Tandem technical support decided to replace the pump due to its in-warranty status and guided the customer on steps to transition to the new pump, which included advising to contact their healthcare professional for backup therapy options, and details on returning the problematic pump. The customer was informed that they would receive training for the updated software and acknowledged all instructions provided.